Event description:
The customer stated that he rec'd control test results that were high, out of specification. The customer rec'd a control test result of 119 mg/dl, but he was using low control solution. The low control range was not provided, but should be around 32-45 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and normal control solution were sent to the customer.